Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rash on my skin of and on"), headache ("bad headache"), mood swings ("mood swing") and libido decreased ("decrease libido"). The patient was treated with surgery (got the essure reversal). Essure was removed. At the time of the report, the genital haemorrhage, rash, headache, mood swings and libido decreased outcome was unknown. The reporter considered genital haemorrhage, headache, libido decreased, mood swings and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: genital bleeding, skin rash, headache, mood swing and decrease libido. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.